Event description:
It was reported that this pacemaker exhibited oversensing of noisy signals for its right atrial (ra) lead and right ventricular (rv) lead, which resulted in ventricular pacing inhibition. Technical services (ts) was consulted and discussed stored data, with further in clinic examination recommended. This device remains in service. No adverse patient effects were reported. At later date, this pacemaker system was explanted. A new pacemaker system was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited oversensing of noisy signals for its right atrial (ra) lead and right ventricular (rv) lead, which resulted in ventricular pacing inhibition. Technical services (ts) was consulted and discussed stored data, with further in clinic examination recommended. This device remains in service. No adverse patient effects were reported.